Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher, implant, and angiodinamics microcatheter for analysis. The proximal section of the pusher was undamaged and was within specifications. The strain relief section was damaged; the distal tip of the pusher was bent, and the strain relief was broken. The angiodinamics microcatheter was returned with the implant coil attached to it. The distal section of the implant coil was undamaged. The x-ray pictures showed the proximal section of the implant coil, which was noted to be stretched. Based on the investigation the complaint was able to be confirmed. The monofilament inside of the pusher was broken, and the implant coil proximal section was stretched. The strain relief section was completely damaged. This type of condition can occur when the device is subject to excessive force during handling, if the microcatheter and implant coil were in a tortuous position, wrong manipulation, or incorrect catheter position during the retraction process. The root cause of the complaint could not be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment of a gastro-duodenal aneurysm (gda), the coil would not stay positioned within the gda/hepatic artery. The physician decided to remove the device after 20-40 seconds. During removal, the coil became stuck within the catheter and detached without use of the controller. The coil could not be pushed distally. The coil was removed in its entirety from the patient along with the catheter. There was no reported patient injury or intervention. The patient is reported to be stable.